Manufacturer narrative:
Clarification: the issue was discovered during a retrospective review of the complaints related to a known issue that resulted in the event reported in MDR 2126677-2010-00010.

Event description:
It was reported that the patient barrier rotational handle locks failed. The metal bolt was reportedly "torn out of the plastic clip". No injury was reported. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.